Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2020, 1125 hvad outflow graft, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. A chest x-ray indicated that the right vent ricular (rv) lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.